Event description:
It has been reported to philips that system was not booting up. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and happened during a diagnosis coronary treatment, procedure was completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that ¿system was not booting up; screen turn black after philips splash screen¿ upon investigation, fse confirmed the issue happened due to storm in the area which caused failure in power supply. Fse, turned system off the host pc unplugged from main power. Re plugged the host pc with main power, resync the system and turned on the sequence. And the system was returned to use in good working order.